Event description:
Information was received indicating that a smiths medical tubing does not flow. The pump works fine but no fluid drains from the bag. There were no reported adverse events. The issue was resolved by replacing the tubing.

Manufacturer narrative:
Other, other text: device evaluation- two device samples were returned for evaluation. Visual inspection of the devices showed no abnormalities. The devices were connected to cadd-legacy infusion pumps and given functional testing. The devices were found to allow for priming but some resistance occurred at the free flow flow stop device. Examination at this area showed the devices were returned to smiths medical without the blue clips and kinking at this area of the tube was the cause of the resistance. The blue clips are required to remain on the tubing until connected with pump. The devices could not be further tested due to their returned condition.